Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was over 500 mg/dl. The customer stated that she had a number of unexplained high blood sugars that have not been responding to insulin. The customer stated that she had high ketones and did not go to the hospital. The customer also stated that her pump vibrated for the motor error and then restarted. The customer was advised that a false motor error alarm may be caused by viewing sensor glucose graph while the pump is delivering a bolus. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window and a missing end cap sticker.